Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. Shorting inside the on/off button was creating an electrical short across the button and resulting in the power button being activated even when not physically pressed. Masimo initiated a recall for this issue and notified us FDA on 02/15/2024. The recall number is z-1538-2024. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-g was "getting on off automatically." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-g was "getting on off automatically." No patient impact or consequences were reported.